Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4) , batch: (B)(4).

Event description:
It was reported that the patient was having discomfort at the left upper buttock ipg site and was having a fibromyalgia flare up. The patient was experiencing inadequate stimulation and noted some improvements after system reprogramming. Residual upper extremity sensations and headaches were noted. A very small closed suture abscess at the lateral pole of the buttock incision was also noted. The patient was prescribed with lyrica and celebrex.